Event description:
On (B)(6) 2013 at 11:30am. On (B)(6) 2013 issues started with telemetry equipment on all 6 pts being monitor. (B)(6) is the only pt with a new onset of a-fib that care was affected. Wave form was intermittently available, all troubleshooting items were performed and a mindray tech was dispatched to correct the problem. After all diagnostics complete the issue came down to the electrodes. Burrowed electrodes from host hospital and the wave form was immediately readable with the change. Electrodes were changed out on all pts and waveforms no readily. Alarming on the monitors decreased to a minimum. No injury, potential for injury. New on set of a-fib and electrodes found to be at fault. Pt required medication and monitoring inadequate to judge response. Electrodes have a thin and small amount of gel, compared to other brand that we borrowed from host hospital.